Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported, via medwatch report (mw5101946), having experienced vision loss, day by day post lasik procedure. The patient also reported later developing night blindness, glare, starburst, floaters, dry eyes, halos, and ¿massive vision loss¿. Omega 3 and artificial tears were reported to being used.

Manufacturer narrative:
All product and batch history records are quality reviewed prior to product release. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).